Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support. The complainant reported decreasing the p level from p9 to p7 due to hemolysis. Labs were hemolyzed, and hematuria was present. The pump had been running at p9 with the patient¿s mean arterial pressure (map) in the mid-80s with pressor support. Abiomed recommended to run the pump at the lowest p level with minimal-to-zero pressor support to maintain a map of 60-80.